Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19 december 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the field service engineer (fse) spoke with customer remotely. The remote manager initially did not have an icon to recover, and the refrigerator would not open. The customer manually opened the door, created the icon failure, then recovered and tested successfully. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator was failed to open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.